Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient got an implant in (B)(6) 2021. She was able to charge it three times. Two times in (B)(6) and once in (B)(6) and then that was it she couldn't charge anymore. Once in a blue moon it connects for a second. Mid (B)(6) patient couldn't charge stimulator. Patient had to let the battery completely drain. Patient got revision surgery (B)(6) to move the stimulator closer to the surface. Patient charged right away after the surgery. Charged again late (B)(6) and then charged a couple weeks ago in (B)(6). Been trying all of the next week to charge and won't connect. The stimulator battery has now run out. Patient worked with the manufacturer representative (rep) pump and contacted her a couple days ago because she didn't know who her bladder stimulator representative was. Patient hasn't heard from anyone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the issues charging was unknown and no known reason why the device would not connect. After at least 20 minutes rep got it to connect, it charged, but patient is concerned if it will charge again. It is unknown if the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient believes that the ins inside them is a lemon and it needs to replaced. They have tried about 5 rechargers and it does not resolve the problem. It will charge once or twice but not again. The caller did not want to troubleshoot over the phone because they said they had already tried that. The caller reports each time they meet the manufacturing representative (rep) at the drs office, they are charged for a visit and cannot keep spending money and time on this as they have other health conditions to worry about. The caller reports having 3 medical devices implanted currently. The caller indicates that this device has worked maybe 50% of the time it has been implanted due to not being able to charge it. The caller reports that due to this issue, they have been without therapy due to a depleted battery for 6 weeks-2 months. The rep spoke with the patient and advised them to make an appointment with their doctor.

Event description:
Additional information was received from the patient. They reported that the device was replaced because the device was defective. The ins would never charge. They indicated that the manufacturing representative was going to return the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.